Event description:
While using a byte night aligners, patient reported that they experienced gradual bruises on their tongue, throat and cheek with pain. This continued with swelling of their tongue and throat. They had difficulty swallowing and eating. Asked if patient got medical attention and if symptoms resolved. Advised patient to see their dentist or pcp and to remain in the most comfortable aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.